Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a lead implant procedure. During implantation, the right ventricular (rv) lead was examined and it showed high capture threshold, high pacing impedance, and little signal detection. Physician explanted the rv lead and implanted a new lead in the same procedure, on 4 mar 2021. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed while the reported event of high pacing threshold and sensing anomaly were confirmed. As received, a complete lead was returned in one piece. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead was shorting due to over torqued inner coil at the connector region. The cause of the reported events of high pacing threshold and sensing anomaly was isolated to the over torqued inner coil which is consistent with procedural damage. X-ray examination did not find any indication of conductor fractures